Event description:
It was reported that the patient presented in clinic with inappropriate shock exhibited on the implantable cardioverter defibrillator (ICD) due to unspecified over-sensing. Programming changing was performed. Patient condition was stable.